Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this patient's heart rate was between 30-40 beats per minute, indicating the device and right ventricular (rv) lead may have exhibited pacing inhibition or loss of capture. This product remains in service. No adverse patient effects were reported.